Event description:
It was reported that the programmer's touch pen stylus was not in synchronization with the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer's touch pen stylus was not in synchronization with the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment of the stylus not being synchronized with the touch screen as no stylus was returned with the programmer, however a known good stylus did synchronize with its screen with no issues. A stylus was added and calibrated. Analysis also found that the tabs on the power cord bay door were broken and it was therefore replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.